Event description:
On (B)(6) 2011, the patient reported the down button on her insulin infusion device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product evaluation.